Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain. It was reported that the patient had discomfort over the battery site for the last few months. The patient noted it was painful and felt like pinching. There were no noted environmental, external or patient factors that contributed to the issue. The patients medical doctor had the patient monitor the issue and hoped it would resolve, however the issue did not resolve and the patient elected to have a revision on (B)(6) 2020 and the battery was moved more lateral. The issue was resolved.